Event description:
The customer contact reported that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the purchasing department with a report that the device alarmed for overtemperature. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. During testing, the fan was not rotating fast enough causing the psc ambient temperature to exceed and the device generated s233 error. The fan will turn on if the temperature sensor on power supply controller is greater than 70 degrees c. The fan is supposed to keep the psc temperature below the s233 threshold value. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.